Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/21/2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that no failed transmitter error occurred. Please disregard initial reporting under MFR# 3004753838-2018-110121.